Event description:
Gastric ulcer [gastric ulcer] duodenal ulcer [duodenal ulcer], radiotherapy-induced changes [radiation sickness syndrome]. Case description: initial information received on (B)(6) 2015: this literature case report was published in clinical gastroenterology and hepatology by baumann j. Et al, with the title "an unusual case of gastritis and duodenitis after yttrium 90-microsphere selective internal radiation". It concerned a (B)(6) man with gastrointestinal stromal tumor that was metastatic to bilateral liver lobes. After multiple trials of chemotherapy without significant response, the patient received two courses of radioembolization with yttrium 90-labeled microspheres through the right and left branches of the hepatic artery. After radioembolization of the right lobe, embolization of the gastroduodenal artery was performed to prevent extrahepatic delivery of spheres. An arteriogram confirmed no flow to bowel previously supplied by the artery before embolization of the left lobe. In both instances, imaging after radioembolization confirmed delivery to targeted regions only. Seven months after the first infusion, the patient presented with abdominal pain and nausea and was admitted for management and endoscopy. One gastric ulcer and one duodenal ulcer were identified and sampled for histologic evaluation and cytomegalovirus testing. Duodenal biopsies showed mucosal ulceration, mucin depletion, and reactive epithelial and stromal changes. Gastric biopsies showed similar, albeit milder, changes, along with plasmacytic infiltrate in the lamina propria. No dysplasia, carcinoma, or metastases were noted in either biopsy. Immunohistochemistry was negative for helicobacter pylori organisms or cytomegalovirus inclusions. Both biopsies showed foreign round violet particles surrounded by lighter peripheral halos in the lamina propria. These findings were suggestive of radiotherapy-induced changes. The outcome of the events was unknown. Follow-up information has been requested from the authors. Case comment: radiotherapy-induced changes is considered unlisted and gastric ulcer and duodenal ulcer are considered listed according to the therasphere instructions for use. Biopsies showed foreign round violet particles surrounded by lighter peripheral halos in the lamina propria. Based on this evidence, we cannot exclude the ulcers being caused by ectopic bead placement into the gastroduodenal artery. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Manufacturer narrative:
Report source literature description: journal - clinical gastroenterology and hepatology. Author: bauman j, lin m, patel c. Title: an unusual case of gastritis and duodenitis after yttrium 90-microsphere selective internal radiation. Volume: 13 year: 2015. Pages: 23-24.